Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction arose from drawer 3, which was unable to open despite making a clicking sound without releasing. A field service engineer replaced the plunger to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system had a drawer failure. The users were unable to issue the medication, causing a delay in accessing the medication for the patient. There were no adverse events or injuries reported based on this incident.